Manufacturer narrative:
Additional relevant info will be provided when the device evaluation is completed.

Event description:
It was reported that during a surgery the tip of the rod holder broke off into the pt. The surgeon had to open the incision a little more to take out the broken piece. There was no further pt impact.